Event description:
It was reported that the procedure was to treat a total occlusion in the ostial/proximal left anterior descending (lad) coronary artery. The 2.0x20 mm mini trek balloon dilatation catheter (bdc) was inflated once to 10 atmospheres but only partially deflated. Negative pressure was held several times for at least 30 seconds. Aspiration was performed with a new manometer and syringe but the balloon still would not deflate. The balloon was removed inflated into the guide catheter and removed from the patient. The contrast was not diluted 1:1 with saline. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported deflation issues appears to be related to user error. It was reported that the contrast was not diluted 1:1 with saline. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global instructions for use specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported deflation issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.